Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional contact information: event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had autofil failure during use on patient. There was no harm or injury to the patient as customer swamped the pump. How ever there is no adverse event reported. A getinge field service engineer (fse) evaluated the unit and confirmed the issue was with pneumatic interface module d997-00-1178. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. Nrc ran the all manifold test and passed. Tested for 30 minutes with no autofill errors. Fat could not verify the reported issue of an autofill error. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was used after percutaneous coronary intervention (pci) in order to maintain the patient¿s hemodynamics. An ¿autofill failure¿ alarm occurred shortly after iabp therapy was initiated. Although ¿start¿ key was pressed twice on the touch screen of this iabp unit, this iabp unit would not work as intended. Another iabp unit was used to continue iabp therapy. Reportedly, the patient¿s condition was stable throughout iabp therapy. There were no adverse consequences to the patient reported.